Manufacturer narrative:
(B)(4). D10: unknown liner. Unknown cup. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-01329.

Event description:
It was reported that the patient underwent a right total hip arthroplasty approximately eleven years ago. The patient reportedly did well for many years, but subsequently developed worsening of right hip and thigh pain. The patient sought emergency services when he became unable to walk or move with significant pain. Following the emergency department work up, the surgeon recommended revision surgery for this patient, noting that the diagnosis was somewhat unclear, but at the very least, he had metallosis and adverse local tissue reaction. It was believed that the patient also suffered from varus migration of his stem with a stress reaction of the femur that rendered him unable to walk. No additional information.

Event description:
It was reported that the patient had an initial right total hip arthroplasty. Subsequently, the patient presented with severe groin and thigh pain. Inflammatory markers were elevated, but further labs were negative for infection. The patient¿s cobalt and chromium were elevated consistent with metallosis. The patient was revised; during which, crevice corrosion was noted on the femoral stem neck and head. The femoral stem was confirmed to be in varus position with a notable femoral stress reaction. The stem and head were replaced without complications while the shell and liner remained intact. No additional information was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. D10: cat# 00620205622 lot# 62058333 shell porous with cluster holes 56 mm. Cat# 00625006525 lot# 62016775 bone scr 6.5x25 self-tap. Cat# 00630505636 lot# 62175120 liner standard 3.5 mm offset 36 mm . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and corrected information. The following section was corrected: d4 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
H6: component code: mechanical (g04) - stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. A review of the available records identified the following: an initial right total hip arthroplasty was performed. The patient later presented with pain and elevated metal ions. The hip was revised, and corrosion was noted to the head and stem. Metallosis and an adverse local tissue reaction were also noted, as well as migration of the stem. The head and stem were explanted and replaced with no complications. The reported issue was confirmed based on the provided medical records. The reported products were also reviewed for compatibility with no issues were noted. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.